Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that during the implant procedure, this right ventricular (rv) defibrillation lead was implanted with an implantable cardioverter defibrillator (ICD). Pacing threshold measurements were within normal range; however, the shock impedance measurements were greater than 200 ohms. The high, out-of-range shock impedance was not able to be resolved. There was no issue observed with the device setscrew, so this lead was removed and another lead of the same model was implanted successfully to complete the procedure. No adverse patient effects were reported.